Event description:
A surgeon reported a case of difficulty closing a secondary incision after laser assisted cataract surgery. Surgeon was not comfortable with the prepositioning of the superior and inferior secondary incisions, and opted to move them more anterior. Upon examination of secondary incisions, the surgeon noticed the secondary incisions were more anterior than expected. A company representative, who was on-site, suggested that the incisions either be left in the initial position (more anterior, as surgeon opted), or moved more posterior. The surgeon decided to continue with the more anterior position, and was without any issues until hydration of the inferior secondary incision. Surgeon then had some difficulty sealing the incision and placed a suture centrally. Company representative indicated on the very next case the surgeon placed the incisions more posterior and completed the case without any issues. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested.

Manufacturer narrative:
No additional information is available. There were no system messages or other system issues that would clearly indicate that the lensx laser contributed to the reported event. It is possible that surgical technique contributed to the reported event, but not confirmed. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
No additional information is available.